Event description:
A home patient (hp) contacted baxter technical services and reported feeling overfilled in dwell 2 of therapy with the homechoice (hc) machine. The pt was experiencing symptoms of abdominal discomfort, abdominal pain, abdominal distention, abdominal bloating, and difficulty breathing. Prior to calling baxter, the hp had drained 4017 ml. The patient's programmed fill volume was 2500 ml. The home pt elected to resume therapy and go into fill cycle 3. There was no pt injury or medical intervention associated with this report according to the home pt's nurse.

Manufacturer narrative:
(B) (4). Additional 510(k): k923065.